Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was over 620 mg/dl. The customer stated that the issue began the day prior to the incident, and she was unable to bring her blood glucose level down. The customer was wearing the insulin pump at the time of the hospital admission. The insulin pump was not replaced or returned for analysis.